Event description:
It was reported that during a training/demo of the da vinci system, the sureform 60 stapler instrument showed counterintuitive wrist motion. There was no report of patient involvement or report of patient injury.

Manufacturer narrative:
The sureform 60 stapler involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.